Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited high, out of range pacing impedance measurements. An invasive procedure was performed to cap and replace the lead. No adverse patient effects were reported. The device remains in service.